Event description:
It was reported that the pump was stuck in error mode after upgrade attempt. Fail-safe.

Event description:
It was reported that the pump was stuck in error mode after upgrade attempt. Fail-safe.